Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) had loss of capture. The ICD was reprogrammed. The patient was stable.